Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the tip of the catheter was kinked. The outer tubing was kinked and rippled at approximately 24cm from the tip of the catheter.the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a thrombectomy procedure, removal catheter difficulties occurred. The target lesion was located in the right femoral vein. This angiojet solent catheter was selected; however, after the first pass with the catheter it looked like it had "failed" there were bumps on the shaft and rough spots on the catheter. It was further reported that it was slightly more difficult to remove. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a thrombectomy procedure, removal catheter difficulties occurred. The target lesion was located in the right femoral vein. This angiojet solent catheter was selected; however, after the first pass with the catheter it looked like it had "failed" there were bumps on the shaft and rough spots on the catheter. It was further reported that it was slightly more difficult to remove. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.